Event description:
As reported by clinician: reported bp (blood pressure) cuff issues during anesthesia care. Bp monitoring critical for situation (spinal anesthetic). Gor 21blood pressure cuff not measuring (though insufflating). Changed to different limb, still not working. Changed to old cable and cuff: now able to obtain bp readings. Hr (heartrate) and spo2 stable throughout.